Event description:
It was reported that the customer received multiple occlusion alarms during basal and bolus delivery. Reportedly, customer was using old cartridges. There was no reported impact to customers' blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.